Event description:
It was reported that the asymptomatic patient presented in clinic. It was noted during interrogation that non-sustained episodes of intermittent oversensing due to noise were observed on the right ventricular (rv) lead. The noise was reproducible with isometric testing. The patient was pending a rv lead revision. There were no reported patient consequences.

Event description:
New information received notes the right ventricular (rv) lead was capped (B)(6) 2026 due to noise. The patient was stable.